Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. On (B)(6) 2019, the patient went to the doctor and her cgm reading was 186 mg/dl but the bg value was 387 mg/dl. She had difficulty breathing, was shaking uncontrollably, and felt very sick to her stomach. She was sent to the hospital because of near-diabetic ketoacidosis (dka) and chose to drive herself there as it was just around the corner. Laboratory work was done which showed ketones in her blood, and she was treated with fluids via intravenous (IV) therapy to bring her bg down. At the time of contact, the patient was feeling okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.